Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s father reported via phone call that insulin pump received a critical pump error alarm. The customer's blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with pump error 3 and unresponsive select button due to corroded electronic assemblies. No critical pump error noted. Unit received with corroded motor home switch, minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.